Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone and recommended to replace the graphical user interface (gui) cpu pcb. Covidien is not authorized to service the device.

Manufacturer narrative:
(B)(4).